Manufacturer narrative:
Device evaluated by manufacturer - visual analysis of the shaft noticed 1 area of buckling on the catheter shaft. The buckling was at the strain relief next to the hub. There was also some tip/balloon damage on the device. There was also some buckling/bunching of the guidewire lumen at the strain relief. This was noticed through microscopic evaluation. The guidewire was froze in the catheter with approximately 159cm sticking out of the manifold end of the device. There was no guidewire sticking out of the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the guidewire was stuck inside of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2016-09206, 2134265-2016-09208, 2134265-2016-09306 it was reported that during percutaneous transluminal angioplasty catheter entrapment occurred. The target lesion was located below the knee (btk). A v-18 guidewire was advanced across the lesion and a 3.0x150mm ranger sl dcb otw balloon was then advanced, however became stuck on the wire. The physician removed the balloon and wire together and was noted that the balloon lost its shape. A v-14 wire was introduced and a 3.0x120mm ranger sl dcb otw balloon was advanced over the wire. As the balloon reached the knee the device also became stuck on the wire. When the balloon and wire were removed together the wire broke into two pieces. The procedure was completed with placement of two stents btk trapping the small piece of the v-14 in the patient. No additional patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product. (B)(6). (B)(4).

Event description:
Same case as MDR ID # 2134265-2016-09206, 2134265-2016-09208, 2134265-2016-09306. It was reported that during percutaneous transluminal angioplasty catheter entrapment occurred. The target lesion was located below the knee (btk). A v-18 guidewire was advanced across the lesion and a 3.0x150mm ranger sl dcb otw balloon was then advanced, however became stuck on the wire. The physician removed the balloon and wire together and was noted that the balloon lost its shape. A v-14 wire was introduced and a 3.0x120mm ranger sl dcb otw balloon was advanced over the wire. As the balloon reached the knee the device also became stuck on the wire. When the balloon and wire were removed together the wire broke into two pieces. The procedure was completed with placement of two stents btk trapping the small piece of the v-14 in the patient. No additional patient complications were reported and the patient status is fine.